Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2014 with the following findings: one unexplained pump reboot event was observed in the device's black box on (B)(6) 2014. No damage was found to the returned battery cap. The battery compartment was cracked between bumper pad and the cover. The returned battery cap was able to fully tighten to the pump. The pump was exercised for 24hrs with no power interruptions duplicated. The returned battery cap contact measurements were within specifications. There was no evidence of internal moisture or damage to the power circuit found. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.